Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) year old male pt contacted zoll customer support to report that his skin is irritated under the electrode attached with blue velcro. The pt reported that the area is bruising and oozing, and that he has not changed or removed the garment since being fit. Zoll customer support recommended removing the garment for up to an hour per day to relieve the skin and adjust the shoulder straps of the garment. No add'l f/u on the pt's skin condition.

Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.